Event description:
Procedure: wedge resection. According to the reporter: after surgery, air leakage occurred. Additional suturing was done for repair. It seemed air leakage and oozing occurred since the 1st stapled line was opened. The patient status is okay.

Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.